Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. However, the insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer received a compromised force sensor system alarm on the insulin pump while changing the infusion set. The customer's blood glucose was 180 mg/dl. Troubleshooting was done. The customer stated that the alarm occured during the rewind/prime sequence. Advised the insulin pump needed to be replaced. Explained to customer the replacement insulin pump policy. Nothing further reported.